Event description:
It was reported that the customer had a low blood glucose last week. Customer's father stated that the pump was giving more insulin than needed. The pump has not been bumped or dropped. Customer's father stated that the customer performed a correct set change. Caller performed a displacement test on the pump but there was no low reservoir. Insulin pump replacement was sent to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.